Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to stem aseptic loosening. Products not revised: cotyle "anca" avec trous, ppr67262, lot: q0675712. Noyau "anca fit?"10 deg. 62*28, ppr67562, lot:q0475648.